Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/27/2015 that a customer had an issue with a safety needle. The customer states that a staff nurse reported that the 18g needle separated from the needle guard when she was extracting from an antibiotic vial leaving the needle stuck in the rubber seal. There was no patient contact, no patient or staff harm.

Manufacturer narrative:
Submit date: 2/12/2016. The device history record (DHR) for lot 418195x indicates that no issues were found in the samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related processes or material changes related to the reported condition for this product. A review of the machine setup was conducted and there were no issues. A review of the machine in its current condition was conducted by the quality engineer and there were no issues. The review of the sterilization process during the time this product was made indicates that no problem was found. There were three (3) samples (1 used and 2 unopened) returned with this complaint. All 3 samples were examined by the quality engineer. One out the three samples was found to have an issue. The cannula was detached from the hub. The detached was a clean detaches meaning that the proper amount of adhesive was found at the well of the hub but no adhesive was observed on the cannula. The reported condition is confirmed. The (2) unopened samples did not show any issue. Also, cannula to hub pull force test was done on these two samples as part of the investigation. Test method was conducted for needle assembly pull test. The minimum pull test force acceptance for a 18 gage tubing (cannula) is 16 (lbs.) Of force. The two samples tested passed with no issue (see attached test result). A visual examination under 7x magnification loupe was performed by the quality engineer to detect any potential molding defects that could prevent cannula to stay attached to the hub as intended and therefore create the detach issue. No problem found with the molded hub. The definitive root cause could not be determined, however, based on the investigation the most likely root cause was determined to be un-cleaned cannula used during assembly process. In some instance when the cannula has some type of matter (dust, hydro blast powder, oil. Etc.) Attached to it, the bonding between the cannula and the adhesive is compromised. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples are physically test for cannula pull out based on test method for needle assembly pull test. The lot met all defined acceptance requirements and was released. No trend on this specific failure and not issue currently occurring, no corrective / preventive actions will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.